Event description:
Tip of suction irrigation electrode broke off in spd while cleaning. Used about 12 times.

Manufacturer narrative:
Lot code unavailable at this time. Hospital states the device will be returned at the end of the month. If this occurs, further inspection and evaluation will take place.